Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for foam replacement service. There was no harm or injury reported. There were no visible foam particles recorded. During the evaluation of the device at the third-party service center, the device failed a test step during testing. A repair test was run in order to recalibrate the device and address the issue.